Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn 9616567-2025-00032. Please reference file mrn 9616567-2025-00031 for all details pertinent to this event.

Event description:
It was reported that lipids leaking at connection between regular baxter IV tubing and medex micron lipid filter. There were unknown patient harm or adverse events reported as a result of the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.